Manufacturer narrative:
D6b: added explant date. H6: f12 was omitted.

Event description:
An impella 5.5 was inserted via the axillary graft site to support the 44 year old male patient who had been admitted in with indication of acute myocardial infarction and cardiogenic shock, presenting in scai stage e shock. The patient was supported by an intra-aortic balloon pump (iabp), inotropes, and vasopressors prior to the pump delivery. Underlying medical history was not shared. Two days after implant there was an allegation made of hemolysis. The ldh was rising post implant of the impella and the team did reposition the pump. There was no other intervention or treatment to prevent organ failure shared. The pump remains on for support to date and patient has survived. Hemolysis may be influenced by patient-specific factors such as critical illness, underlying cardiac dysfunction, hemodynamic instability, renal function, anticoagulation status, and potential device position.

Manufacturer narrative:
B5 and h6 updated based on additional information received from the clinical site.

Manufacturer narrative:
Upon review, it was identified that the manufacturer fax (d3) was inadvertently omitted in error; the complete fax number has now been provided. Corrected information has been provided in d4 serial number. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of hemolysis/mechanical interaction with blood was most likely due to pump was not in the proper position since clinical team confirmed the problem was resolved by repositioning the pump.

Event description:
Clinical narrative: an impella 5.5 was inserted via the axillary graft site to support the 44 year old male patient who had been admitted in with indication of acute myocardial infarction and cardiogenic shock, presenting in scai stage e shock. The patient was supported by an intra-aortic balloon pump (iabp), inotropes, and vasopressors prior to the pump delivery. Underlying medical history was not shared. Two days after implant there was an allegation made of hemolysis. There was no intervention or treatment shared. The pump remains on for support to date and patient has survived. Hemolysis may be influenced by patient-specific factors such as critical illness, underlying cardiac dysfunction, hemodynamic instability, renal function, anticoagulation status, and potential device position.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Additional information received confirms the impella pump placed for support was explanted 13-apr-2026 (documented in follow-up 2). The patient was reported to have survived at the time of explant and was subsequently bridged to transplant. It was further noted that, although the device was initially reported as available post-explant, it has since been discarded and is no longer available per reporting.